Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer- additional information evaluation of the returned device has been completed and the clinical observation was confirmed. As received the implanted coil was found to be damaged, stretched and detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at several locations from the proximal end. Under the microscope, shield coil was found stretched. The detach element was found still attached to the pushwire; however, the implant coil was found broken from the coil shell (at the coil shell weld). An attempt was made with an in-house instant detacher to detach the detach element; however, the release wire did not pull back. The pushwire was then intentionally broken distal to the bends in the pushwire and the release wire was pulled out from the broken location for evaluation of the coin. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil and shield coil likely became damaged and the implant coil detached from the pushwire at the coil shell weld due to the reported rotating of the pushwire during delivery. In regards to the pushwire, it is possible that the damages occurred during delivery to medtronic as the customer reported no damages to the pushwire at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warnings: ¿do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.¿

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an intracranial aneurysm, this coil was detached prematurely. It was reported that during the procedure, it was found the coil had been detached during delivery inside the microcatheter. The physician used a retrieval device to remove the coil. No patient injury was reported.